Event description:
After my lasik surgery, I could hardly see out of my left eye. Driving was an issue and working at the computer, which I must do for a living, was difficult at best. A second procedure or adjustment was done on that eye, but vision did not improve. After several months of waiting for it to get better, a new surgery date was scheduled to remove cells growing under the cornea flap. To this day, I do not know what exactly was removed, what caused the cells to grow, or how could I have prevented - if that was possible - this from happening since the info provided to me was hard for me to understand. Since that third procedure my eyesight has improved, but I can not see far away as well as I expected. The doctor has hope that as my eye heals that vision will improve. I hope that's right. All in all it has been a scary and disappointing experience. I did plenty of research before making the decision and knew that a small percentage had night vision problems with glare, but I was not prepared for three surgical procedures, the discomfort associated with these, and the scary possibility of losing vision in one eye. At this point I would not recommend the procedure. Too much is at stake, and many things can go wrong.